Event description:
It was reported that asymptomatic patient presented with infection on lead. The cause of infection was unknown. The entire system was explanted with no complications. Device and leads were not replaced. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.